Event description:
Information received indicates the head of the stretcher cannot be lowered.

Manufacturer narrative:
The technician isolated the issue to stuck dampeners. He replaced the dampeners to repair the stretcher.